Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urina ry/bowel dysfunction. It was reported that yesterday (B)(6) 2025 they suddenly felt stimulation on their skin, noting that they could feel it go down their arm and hand. The patient initially felt the stimulation in their arm and hand on one side, then it went to the other side. The patient went to lie down but they couldn't because it felt like impulses were coming straight from the ins site (up high in the left butt cheek), which really hurt. The patient was going to check the therapy settings, but touching the ins caused it to shut off (this contradicted the patient's reason for calling, which was to request patient services to remotely turn off the ins due to the discomfort it was causing them). Prior to this event, the patient had brain surgery last week, which involved getting a shunt and a tube in their stomach. The patient wasn't sure if the surgeon "knocked something around" or if they "crossed wires or something." The day after the brain surgery, the patient got really dizzy and fell. The patient caught the bar on the side of their bed and landed on the bed, then they went to the ER. The patient said it was at the ER that they began to feel the stimulation in their arm and hand. Agent reviewed that [manufacturer] cannot remotely turn off the ins, and that the patient would need to use their smart programmer to turn it off. The patient mentioned that they had trouble getting the communicator to find the ins, noting that it did not find the ins very easily. The patient decided to call their managing healthcare provider (hcp) before they close today to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.